Event description:
It was reported multiple tasp shims were returned missing ball bearings on a worn instrument claim form. It was further clarified that all those instruments were from long time ago, and they are not from the same procedure and had no specific reasons for the issues. Attempts were made and all available information was provided.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h4; h6; h9. Visual examination of the returned tasp identified signs of use (scuffs, dings) and confirmed the complaint, both of the bearings and springs was disassembled / missing and not returned. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Field actions mentioned in h9 were initiated to recommend against using ultrasonic cleaning as a sterilizing technique for these devices. These devices were subsequently re-designed to account for this failure mode with a new locking mechanism. It was determined that these devices were manufactured prior to this design change. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.